Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260. (Serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; brand name vectris surescan; product ID 977a260. (Serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned that they had an appointment with healthcare provider at the end of this month to have the stimulator adjusted and the battery pack repositioned into the pocket because the implant came out of the pocket and was bulging out of their skin. Patient said that they were going to be doing repositioning of the implant sometime this spring. Patient also noted that they would be dropping the leads down a little bit because the stimulation was higher in their leg and not as much in their lower leg as it used to be. Patient noted that the stimulation had went higher and was no longer in their calf and foot, but most of the stim was in their thigh, upper hip, and kidney area. Agent asked the patient if it was the lead that became higher and patient said that was what the healthcare provider was going to do to see if the lead had moved or went higher or lower with a x-ray. When asked for event date, patient confirmed last year in 2024. The issue was not resolved. Pt also reported that they coughed and the controller quit working and settings not available appeared on the controller. During the call, patient unlocked controller was in group c and controller showed settings not available. Patient switched to group b and a, tried to increase the stimulation, but the message settings not available appeared. Agent reviewed meaning of message and role of mdt rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.